Event description:
After 3 months of implantation, the pacemaker was explanted because of reported non-capture in the ventricle.

Event description:
After 3 months of implantation, the pacemaker was explanted because of reported non-capture of the ventricle.